Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart error alarm. The customer stated that this alarm occurred several times over the last month. Review of the alarm history showed that an additional error alarm had occurred. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed and monitored for two days; several boluses were programmed and delivered the units left at the insulin pump display matched properly with units left at the test reservoir; the reservoir display icon is showing correct level and no anomaly noted. The insulin pump passed the self test and a 21 error test. No a17 or a21 alarms noted during our testing. However, the insulin pump was received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, stained lcd resilient cover and missing the end cap sticker.